Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. After a guide wire crossed the lesion, a 3.00mm x 12mm emerge balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported.